Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported seeing a ¿no device found (16)¿ message on the controller when charging the ins. The patient reported that they have tried tapping ¿try again¿ as well as ¿recharge¿ and neither one is successful. The patient reported that they have tried more than 3- 10 min sessions of the passive recharge subflow as well as trying to reset the controller and still not able to charge the ins. It was reported that the last time the ins was successfully charged was roughly 2 weeks ago. Patient services had the patient placed the recharger (rtm) up to metal and it read 100 in the passive recharge subflow. The patient tried connecting with controller without recharger connected as well as with alkaline batteries and caller reports still getting no device found (16). A replacement controller was received but the controller was unresponsive. No patient complications have been reported because of this event.